Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona® 3.5mm pediatric tracheostomy tube cuff experienced a leak while on a ventilator during use on a patient in the hospital. The issue was initially observed by a respiratory therapist (rt). The rt confirmed the leak as 3ml water had been initially added to the cuff and 0.5ml water was subsequently removed. It was decided by a neonatal nurse practitioner (nnp) and otolaryngologist to remove the tracheostomy tube. After the tube ties were removed, the patient experienced the following issues: decompensation, minimal chest wall movement, decreased heart rate, decreased oxygen saturation, and a bronchospasm. The nnp began manual bagging with inhaled nitric oxide, a nurse provided compressions for around 20 seconds and less than a minute, and positive pressure ventilation was applied. Albuterol was administered via the tracheostomy tube in response to the bronchospasm. It was unknown if the bronchospasm was caused by the reported device issue. The patient stabilized and the tracheostomy tube was changed without difficulty. No permanent injury was reported.